Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks for a rhythm that was detected as ventricular fibrillation, but was suspected to be atrial fibrillation with rapid ventricular response when reviewed on a remote monitoring transmission. The shocks were suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.